Event description:
It was reported that a homechoice had an audible alarm. The specific alarm was not reported. The patient was connected at the time of the alarm. The technical service representative assisted the patient in ending therapy, arranged a swap of the device, and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrived. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed several alarms that could have caused or contributed to the reported difficulty. External and internal inspection was performed on the device and meet specifications. The device failed the return instrument test/evaluation (rite) functional test and download. The reported audible alarm was verified; the power was cycled on the unit several times, there was no display however the unit beeped when buttons were pressed. The digital pcb was checked and its connections and the unit powered up normally when u26 was agitated. The poor connection caused the intermittent digital pcb malfunctions related to software and display issues. The device will be sent for service and the u26 will be reworked. Should additional relevant information become available, a supplemental report will be submitted.